Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures.

Event description:
Dexcom was made aware on 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The patient¿s mother reported that the patient had been between 72-74 mg/dl for 3 hours and woke up, showered and then collapsed and had a seizure. The patient¿s mother indicated that she was nervous that this event might have been due to the cgm not reading accurately and that the bg values are lower than what the cgm is showing and that this may be why these seizures were occurring. The patient¿s mother did not wish to provide further event details. At the time of contact, the patient was doing good. No additional patient information is available. Data was not available for evaluation. The confirmation of inaccurate cgm values could not be determined. A root cause could not be determined.